Event description:
It was reported that this event involved a "large" patient without tortuous vessels. The intra-aortic balloon (iab pump began to experience high pressure alarms at the onset of pumping. Manual inflation was performed and the iab appreared to unwarp. The pump and helium tank were exchanged, but the alarms persisted. Fluoro showed that the iab was unwrapped and inflating. After 20 minutes of the continued alarms, the iab was removed and replaced. There was no reported further difficulty/patient complications.